Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Further investigation: no patterns were found. Therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future, if deemed appropriate.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and white particles inner device. Leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.